Event description:
The following is a spontaneous report by a nurse from (B)(6) of vomiting and peritonitis in a patient coincident with dianeal therapies. During a call, the following was reported. On (B)(6) 2012, the patient experienced vomiting and peritonitis manifested by abdominal pain and cloudy effluent. The cause of peritonitis was not reported. On (B)(6) 2012, the abdominal pain became stronger. On (B)(6) 2012, the patient was hospitalized for vomiting and peritonitis. On (B)(6) 2012, the patient was started with cefazoline (1gram (g), per day,daily) intraperitoneal (ip) and fortum (1g, per day, daily) ip, for peritonitis. Treatment was ongoing. The patient was recovering from peritonitis. Peritonitis was unrelated to baxter products.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for peritonitis -no malfunction or use error is not confirmed because the disposable set was not returned to baxter and the lot number was unknown. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Follow-up information (B)(4)): further information was received from a nurse. On (B)(6) 2012, the patient stopped the treatment for peritonitis and was discharged from the hospital. The patient recovered ((B)(6) 2012) from the event of peritonitis with culture positive for enterococcus. Peritonitis with culture positive for enterococcus was unrelated to baxter products.